Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event where the infusion set tubing was bored on (B)(6) 2025. The infusion set was in use for less than one hour. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary- the information in this complaint (B)(4) has been evaluated for the malfunction code add malfunction code. The batch 6005959 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6005959 were previously tested in complaint (B)(4) on 04/feb/2025. Test results: visual test according to work instruction (wi) version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional leak test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005959 was manufactured according to the wi version 111 manufactured in the line 6, on 05/mar/2024, with a total of (B)(4) units. Gluing of tubing: lot 4b03542 was manufactured according to the wi version 6.0, gluing of tubing in the machine itl01, on 04/mar/2024, with a total of (B)(4) units. Lot 4b05556 was manufactured according to the wi version 61, gluing of tubing in the machine sc02, on 04/mar/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 25/jul/2025 against malfunction code tubing is split (along the length of the tubing) or has pinholes and lot 6005959 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.